Manufacturer narrative:
This report is submitted on june 18, 2024.

Event description:
Per the audiologist, the patient experienced poor sound quality with device use. Neural response telemetry was attempted; however, no measurements were obtained. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.